Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was perforated which was confirmed with an anomalous daily measurements data. Moreover, chest x-ray and computerized tomography (CT) scan was performed. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was perforated which was confirmed with an anomalous daily measurements data. Moreover, chest x-ray and computerized tomography (CT) scan was performed. The lead was explanted. No additional adverse patient effects were reported. Additional information received from the field indicated that the lead tip through the part of the coil was perforated. Also, drop in impedance and sensing was also noted. In addition, the lead had perforated the rv near the apex. Furthermore, the patient was admitted in the hospital with complaints chest pain.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did confirm lead body damage based on the finding of a cut in the insulation. Moreover, device sensing issue and pacing impedance low were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Furthermore, known inherent risk conclusion was based on the field report of perforation or pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was perforated which was confirmed with an anomalous daily measurements data. Moreover, chest x-ray and computerized tomography (CT) scan was performed. The lead was explanted. No additional adverse patient effects were reported. Additional information received from the field indicated that the lead tip through the part of the coil was perforated. Also, drop in impedance and sensing was also noted. In addition, the lead had perforated the rv near the apex. Furthermore, the patient was admitted in the hospital with complaints chest pain.